Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
It was reported that "it was unable to deflate the balloon before use." No patient complications were reported.